Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test and basic occlusion test, no alarms or battery anomalies noted during testing. The device did alarm unexpected restart after the battery was change due to leaking voltage on connecter noted. The device was unable to prime during prime test due to faulty force sensor resistor. Motor oil was noted on the motor home switch. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.